Manufacturer narrative:
Corrected data: h6. Method code 2. Additional manufacturer narrative: c1. Name (B)(6) ; manufacturer/compounder: w. L. Gore & associates, inc. Lot #21535226; cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6. - results code 2.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As the device was not returned, no evaluation of the device could be performed.

Event description:
On (B)(6) 2020, a patient underwent treatment of a thoracic aorta lesion using fenestrated stent graft utilizing gore® viabahn® endoprosthesis (viabahn) as a bridging stent graft. The viabahn was deployed in the left subclavian artery. The intraoperative imaging revealed that the viabahn was compressed and was occluded by thrombosis. A surgical procedure was performed to create a bypass. The patient tolerated the procedure. The physician reported there was no anatomical issue in the location of where the device was compressed so the cause of this issue is unknown. The physician also reported there was no resistance felt while pulling the deployment line.